Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula not properly inserting. The exposed portion of the soft cannula was stretched, and this damage extended into the unexposed portion. The cannula had detached at the site of this damage. As a result, the soft cannula therefore measured shorter than expected 14.5 mm in length. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they did not hear the click when activating the pod, the cannula did not deploy, indicating a needle mechanism failure. The patient further reported upon removal of the pod, the cannula was visible and folded. There was no impact to the patient¿s blood glucose levels, and no medical assistance was required.